Event description:
The end user alleges the unit went into forward motion when the controller was put in the reverse position. This resulted in the end user running into a fence and fracturing her leg.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. The powerchair is being returned to pride by the provider for evaluation. Cannot draw any conclusions at this time.